Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and a rise in capture threshold. The rv lead was removed and replaced. It was also reported that the right atrial (ra) lead dislodged, falling into the right ventricle. The ra lead was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.